Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corporation. Following an ankle arthroscopy procedure, it was reported the pt sustained a 1 cm x 1 cm level three burn. During the procedure, it was reported a suden external flash appeared distal to the handle and the shaft of the wand became extremely hot resulting in burn to the pt and physician.. The patient's burn was described as a lateral burn at the insertion to the upper ankle joint. The burn to the pt required debridement and the pt was administered a single shot of cefalosporin 1, 5 g. The physician had felt heat through his operative gloves and sustained a level 1 burn which did not require treatment.

Manufacturer narrative:
The device is reported to be available for investigation. Awaiting return of device to complete the investigation for this report.